Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set tubing connector broken event (B)(6) 2024. No further information available.